Event description:
It was reported the device experienced unexpected battery drain due to programmed high thresholds on the left ventricular (lv) and right ventricular (rv) leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: etew2020c82e stent graft, (B)(6) 2013; etlw1616c82e stent graft, (B)(6) 2013; etlw1620c124e stent graft, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.